Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of the device: unknown device manufacturing date and device expiration date could not be determined.

Event description:
It was reported that after setting unit up for patient use, it was noticed the manometer gauge is not working. No patient injury was reported.

Manufacturer narrative:
Other, other text: additional event information received (updated b5) h6: event problem and evaluation codes: update not required a product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 21-dec-2022. The event occurred during testing (patient ready).

Manufacturer narrative:
One device was received with no physical damage. Per functional test the pressure builds in the manometer and releases slowly. The complaint was confirmed. The most probable cause was the manometer had become faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced manometer, pressure gauge, printed circuit board (pcb) light emitting diode (led) lights. Performed preventative maintenance (pm), cleaned unit and affixed new service label. Device passed all functional and delivery tests.